Event description:
Procedure: rectocele repair. Reportedly, the blunt conical tip broke off during a rectocele procedure and could not be reached so it was not retreived. Since it is made of inert polyproplene the surgeon decided to leave it inside the patient's pelvis. There was no report of patient injury.